Event description:
It was reported that bd maxzero needless connector was occluded. The following information was received by the initial reporter with the following verbatim. With clave on, unable to flush forward on a double lumen broviac- once clave was removed able to flush. With the clave on a piv unable to draw back blood but once clave was removed able to draw back blood.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz1000-07 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.